Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had battery out limit alarm and bad battery alarm. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for battery out limit alarm. Customer stated that, the pump alarmed during normal use. Customer advised to monitor the insulin pump. The insulin pump will not be returned for analysis.